Event description:
A report was received that the patient had a lead revision due to lead migration. During the procedure, the physician replaced the patient's percutaneous leads with a paddle lead. The newly implanted paddle lead was found to exhibit high impedances and the physician decided to replace the ipg. High impedances were again measured, and the physician then decided to replace the newly implanted paddle lead. After doing so, the new paddle lead still exhibited high impedances. The procedure was finished despite the high impedances, and the physician determined that the high impedances were caused by scar tissue. The patient was reportedly doing well after the procedure.